Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was reportedly conscious, walking her dog at time of the event. The response buttons were not pressed during the event. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. Device evaluation of was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor 07002452 10/2009, electrode belt 59012532 12/2010. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
Additional information 07/01/2015: additional information includes that the patient reported a burn from the treatment. The electrode belt was received on (B)(4) 2015. Device evaluation of belt sn (B)(4) indicates that the belt was fully functional,with all gels deployed as received. The impedance reading during the pulse was 65 phms and is within acceptable range. Per notes provided in initial report, the patient did not seek medical attention. There is no information to suggest that the patient sustained a serious injury. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the fals detection. The patient was reportedly conscious and walking her dog at the time of the event. The response buttons were not pressed during the event. The patient did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor # (B)(4); electrode belt # (B)(4): 12/2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.